Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim and discolored pink. This complaint is being reported because the reported display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.